Event description:
It was reported that the patient presented for a routine generator change. Upon interrogation, it was noted the right atrial lead exhibited high capture threshold and noise oversensing. The lead was capped and replaced on (B)(6) 2022. The patient was stable.